Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2007 and a sling was implanted. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a mesh revision/removal surgery on 07/21/2008 due to pain, erosion, extrusion, urinary problems, dyspareunia and recurrence of symptoms. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-05368. The same patient is represented in each medwatch

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure to treat complete prolapse of bladder, stress urinary incontinence, vaginal wall defect and a mesh was implanted. It was reported that patient underwent revision of the mesh by implanting surgeon on (B)(6) 2007 due to exposure